Event description:
It was reported that there was an insulation breach on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: sdr303b, ipg implanted: (B)(6) 2002.